Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the initial implantation procedure, the lead screw exhibited deployment difficulties. The physician did not get good parameters. Another lead was used. The procedure was completed. Patient was stable.